Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the cable connecting ECG "a" and "b" to the front therapy electrode was cut between ECG "b" and the distribution node (dn). The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.